Event description:
It was initially reported by the physician that the pt showed high lead impedance on system mode diagnostics. A lead fracture was suspected and no traumatic event happened that might have caused this event to occur. Pt showed a change in behaviour and increase in seizures. The increase in seizures went back to pre-vns baseline. The pt's family believed in faith healing following the assumed lead fracture and the pt did not undergo testing until the seizures started getting much worse. X-rays were taken but it did not clearly show a lead fracture. Pt underwent a full revision surgery. During the explant surgery, the surgeon observed the lead fracture. Good faith attempts to obtain additional information and explanted products for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.